Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. No further information has been provided to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformances. The head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04421 / 05984).